Manufacturer narrative:
The manufacturer previously reported receiving information alleging the ventilator had stopped operating or had not been delivering air flow. The patient turned cyanotic and was transferred to the hospital via ambulance and at the hospital the device was alarming for low minute ventilation. The patient was placed on a different ventilator. The device was returned to the manufacturer and the reported issue was not duplicated. The low minute ventilation alarm does not indicate a malfunction of the device. This could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. A circuit disconnect alarm occurred on the date of the event that lasted 752 seconds. A circuit disconnect alarm does not indicate a malfunction of the device. This alarm is to alert the user of an issue with the device meeting the target pressure or that the circuit became disconnected. There were no other errors in the log indicating a malfunction of the device. The device passed all testing and was found to operate and alarm as designed. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging the ventilator had stopped operating or had not been delivering air flow. The patient turned cyanotic and was transferred to the hospital via ambulance and at the hospital the device was alarming for low minute ventilation. The patient was placed on a different ventilator. The device was returned to the manufacturer and the reported issue was not duplicated. The low minute ventilation alarm does not indicate a malfunction of the device. This could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. A circuit disconnect alarm occurred on the date of the event that lasted 752 seconds. A circuit disconnect alarm does not indicate a malfunction of the device. This alarm is to alert the user of an issue with the device meeting the target pressure or that the circuit became disconnected. There were no other errors in the log indicating a malfunction of the device. The device passed all testing and was found to operate and alarm as designed.